Event description:
The customer reported that a magna ease 3300tfx21mm was implanted for aortic valve replacement (avr) to correct aortic stenosis (as). Before implant, one part of the suture marker on the sewing ring was found to be frayed. Customer still tried to implant the product when another part of the sewing ring got torn. The tear might have happened when the suture needle was inserted in the suture ring. The valve was explanted at implant and replaced with a magna ease 3300tfx19mm due to these two events.

Manufacturer narrative:
Evaluation summary attached: as received, a cut in the sewing fabric was evident at leaflet 3. The cut measured to approximately 1cm. It exposed the sewing ring and the wireform. The black marking thread along leaflet 1 was loose at one end. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The 3300tfx 21 mm perimount magna ease aortic valve was returned for evaluation. Engineering confirmed that there was damage to the sewing ring cloth and black marking thread. A cut, measuring approximately 1 cm in length, was observed in the sewing fabric at cusp 3. The stent assembly band and wireform were exposed through the cuts. Additionally, the black marking thread along cusp 1 appeared to have been frayed. Though the thread was exposed, it was still secured to the device and did not unravel any further. Several other tears were observed in the sewing ring cloth on the inflow side of the device. No inconsistencies were detected on the leaflets, which were intact and flexible. The wireform also appeared intact based on x-rays taken of the device. Though damage was observed on the device, no objective evidence was found to indicate the damage was a result of the manufacturing process. A DHR review confirmed that there were no manufacturing non-conformances observed on this device during production. During production, there are redundant inspection steps to visually examine the cloth for tears. Per stent assembly procedures, each stent assembly is 100% visually checked the cloth for tears, frayed material, or loose threads after assembly. The cloth is then 100% inspected again during valve assembly for tears or damage per final valve assembly procedures. Prior to product release, the device will be 100% visually inspected for loose threads, cloth tears, or thread loops in the sponge cover cloth, wireform cover cloth, and the commissure cover cloth. If a tear is observed, the cloth and thread will be rejected and scrapped. Therefore, it is very unlikely the device would have passed inspection with the observed tear and frays. The device in question passed all visual inspection points for product release as there was no damage observed on the cloth or black marking thread. The operators have also been trained on proper sewing and suturing methods for final valve assembly in order to avoid damaging the device. The root cause of the tears observed in the sewing appears to be procedural related. The customer reported the tear to have been observed intra-operatively and likely occurred when the suture needle was inserted in the sewing ring. If extreme care is not exercised during use, the cloth can tear. The instructions for use caution to exercise care to avoid cutting or tearing the sewing ring cloth during removal of the serial tag, suturing, and removal of the holder. Based on the available information, the root cause regarding the frayed black marking thread cannot conclusively be determined. Though the customer reported that the thread was observed to have been frayed before implant, it is possible it occurred after being released from manufacturing as there is no objective evidence to suggest that the device left manufacturing with the cut.

Manufacturer narrative:
Method: device evaluation anticipated; but not yet begun. Conclusion: device evaluation anticipated; but not yet begun. Additional manufacturer narrative: the device history record (DHR) review is in process. The device evaluation is in process. No patient information has been provided. The customer commented that this explant was not within expectation but not device related. The customer commented that the tear might have been due to a technical issue.